Event description:
Additional information received noting the event has been resolved. Post operative procedures of yag of iris adhesion's and argon laser were performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information noted that treatment for the event was provided as adjusting by needling was used to sweep underneath the xen®45 gt and on top of the xen®45 gt to straighten the bend. Xen®45 gt appeared to straighten.

Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a clinical patient had a xen 45 gel stent implanted in the right eye and a week later there was malpositioning of the device noticed. Device remains implanted.